Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed an unknown error message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2017 at 12:00pm. The patient manages her diabetes by self-adjusting her insulin doses and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that ¿a half hour¿ after the issue occurred, she developed symptoms of ¿sweaty and was going to faint¿ and at 12:30pm on (B)(6) 2017 she self-treated with food or drink. During troubleshooting the cca noted that when the patient was walked through a retest the issue was resolved. The product was replaced and requested for return. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.